Event description:
It was reported the healthcare provider (hcp) removed the lead for an MRI to be performed. He did on the day of report; however, both of the leads were broken in the process. It was stated the inner coin remained and the rings on one of the leads. The patient had two leads. The hcp felt that more than 3 cm of the leads was left in the patient. It was noted the patient did not have the best therapy outcome prior to removal. The patient had cerebral palsy. It was noted one lead was lateral and not being used. The hcp didn¿t think either fragment was longer than 5 cm and he thought he got all the coils out. The caller reported the device had been removed. The hcp tried to remove the lead but it broke into two pieces of unknown length. It was unknown why the ins was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v180215, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: neu_unknown_lead, product type: lead. (B)(4).